Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no pacing output when device was programmed aair 60 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B) (6) 2009 which is before the explant date of (B) (6) 2010. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.

Event description:
It was reported that there was sensing difficulty, no sensing, no output, no capture in bipolar, and undefined high impedance. The technical consultant initially suspected a lead fracture, but the lead tested fine on the analyzer. The patient had come to the hospital with a near syncopal event. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Corrected FDA act. #. Evaluation summary: (B)(4): preliminary testing revealed no pacing output when device was programmed aair 60 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6), 2009 which is before the explant date of may 24, 2010. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.